Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's insulin pump alarmed for backup battery fails. Customer's blood glucose was 7.8mmol/l at time of incident. Customer advised to insert new battery. Insulin pump will be return for analysis.